Event description:
It was reported the programmer is broken. It is indicated the programmer has a cracked screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen was cracked. Upon opening the display, corrosion was found on the bezel. Corrosion also found on the bulk head and on the motherboard. Top case was full of corrosion. The ECG (electrocardiogram) connector found loose ECG on the lem (link electronic module) printed circuit board assembly. (B)(4).